Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) pre-filled small volume intermates were observed empty. It was not specified when in the process step this occurred. The devices were labeled as containing sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) pre-filled small volume intermates were observed empty. It was not specified when in the process step this occurred. The devices were labeled as containing sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to a1: patient identifier, b5; h3, h4, h6 and h10. Update to a1: patient identifier: none (previously submitted as unknown) b5: during follow up, it was clarified that the small volume intermates were observed empty in the box and there was no patient involvement. H10: two (2) devices were received for evaluation. A visual inspection was performed and a leak was observed inside a bag that contained the first unit because the slide clamp was not closed on the tubing line. Functional testing was performed and no evidence of leak was observed on sample one (1). The reported condition was verified on sample 1. The cause of the condition is user related. The product labeling (IFU, instructions for use) indicates the slide clamp must be closed and the blue winged luer cap must be securely connected to the device after the device has been filled and primed. A leak was observed inside a bag that contained the second unit because the tubing line had completely detached from the junction of the stressmember located at the upper area of sample two (2). The tubing insertion depth was found to be inadequate and therefore had caused the tubing to detach from the stressmember and resulted in a leak. The reported condition was verified on sample 2. The cause of the condition was due to an assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.